Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). K081047; k123188; k133786. Customer has indicated that the product is in process of being evaluated by an external contractor for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was not measuring the correct amount of fluid on either cylinder. It was stated that account said the unit was not measuring fluid correctly. They could not duplicate the issue so nothing was changed. The reported issue was noticed during surgery. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The device was evaluated by an external contractor. The previous repair report for ultra duo flex fluid cart, serial number 56212, was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using system to query for serial number 56212, the device was noted to have been previously repaired 3 times, the previous repair being for a replaced level sensor on 12 mar 2018. The replaced level sensor was not associated with the current repair which was for a foreign object in the cylinder. Thus, the previous repair was a non-related issue to the current repair. On 19 jun 2018, it was reported from (B)(6) hospital that a cart was not measuring the correct fluid level on either cylinder. Replite was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on 21 jun 2018 and found that the cart had a foreign object in cylinder #1 that affected the level sensor float. The technician removed the foreign object and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired as per cl ¿ repair cart and evac rev. 0. Service work order (B)(4) on 19 jun 2018 based on the information provided, the root cause for the unit not measuring the correct fluid level on either cylinder was due to a foreign object being placed or suctioned into the device by the user and getting stuck inside the cylinder which affected the level sensor float. The transposal ultra cart instructions for use states that the reservoirs are for fluid collection only and that material should not be placed inside of the reservoirs for disposal. Additionally, it states to ¿not insert objects into the reservoir. Reservoir contents are to be collected with suction only. Depositing gloves, trash, or other miscellaneous items will clog the reservoir making it unable to drain and rendering it inoperable¿. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.